Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported the catheter pump stopped during aspiration and an error message occurred. Prior to the procedure the patient was put on a thrombolytics drip over night. That evening the patient had suffered multiple cardiac arrests as well as the following morning. As a last-ditch effort, the physician decided to try an angiojet® solent¿ omni catheter in a pulmonary artery thrombectomy procedure. The device was primed and advanced into the patient. The device pumped approximately ten times and stopped and gave an error message. The device was reset; however additional error messages were received. The patient coded again and the staff were in the middle of doing cardiopulmonary resuscitation (CPR) on the patient, when the physician decided to abort the procedure. The patient died, at no fault of the device.